Event description:
Dislocated l tha, acetabular component failure. Plain films obtained in the ed of ap pelvis and hip demonstrate a well-seated femoral component and dislocation of the acetabular component with shearing of the screws which were previously holding that component to the acetabulum itself. There are some areas of lysis in the ilium where this cup was previously seated. There is proximal migration of the femoral component which is essentially dislocated due to the loss of the acetabular component. There are also posttraumatic changes and chronic changes around the femoral component.what was the original intended procedure?tha revision.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.